Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump displayed an error and insulin delivery was stopped. Customer could not identify the type of error; however, thought the tubing was clogged. Customer changed the infusion set. Customer also had intermittent issues with the pump not accepting a cartridge and another cartridge would have to be used. There was no reported impact to customer's blood glucose. Customer declined further follow up.